Event description:
It was reported that the plastic insert of a cleo® 90 infusion set was between the adhesive and plastic. The patient's blood glucose levels rose from 300 to 400 and then to 500. Patient was able to insert at a new site and lower blood glucose levels to target range. No other adverse health outcomes were reported.